Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer reverted to manual injections for insulin therapy. Customer reported blood glucose level ranged from 250-330 mg/dl.